Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in jun 2008 and performed to specification until (B)(6) 2008. The device failed a self-test on (B)(6) 2008 due to a low battery, the recorded temp was -1.7 degrees celsius. There were four further self-test fails between the (B)(6) 2009 and (B)(6) 2010. The temp reached a low of -6.7 degrees celsius during this time. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2012 and (B)(6) 2012. Measurements taken during the investigation confirmed a fault with the membrane. Also, during visual inspection there was evidence of corrosion. It is possible that exposure of the device to temperatures below the recommended storage conditions damaged the membrane, which caused the device to switch itself on automatically resulting in the premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.